Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals on the left ventricular (lv) lead channel. The lv lead is a non-boston scientific product. The plan is to replace the device. The device remains in use. No adverse patient effects were reported. Additional information received indicates technical services (ts) reviewed the reports and stated that it could not confirmed that there was capture. Ts suggested confirming capture and possible reprogramming options. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals on the left ventricular (lv) lead channel. The lv lead is a non-boston scientific product. The plan is to replace the device. The device remains in use. No adverse patient effects were reported.